Event description:
Falsely elevated troponin I results were obtained on 17 patient samples. The results were reported to the physicians. The next shift technologist ran ctni qc and found that the qc was high outside the expected range. The samples were repeated on the same analyzer following maintenance by the customer. All samples were also run on an alternate analyzer and results were all negative. The physicians were notified of the falsely elevated results.it is unknown if treatment of any patient was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was related to the hm wash pump cassettes. The fse replaced the wash pump cassettes and also noticed an issue with the wash pump motor. This part was also replaced.the instrument is performing within specifications.no further evaluation of the device is required.